Event description:
Medtronic received information regarding a navigation system being used during a sacroiliac and thoracolumbar procedure. It was reported that there was poor recognition of the spheres. There was no health damage to the patient and no surgical delay time.

Manufacturer narrative:
Section a) select patient information cannot be provided due to regional privacy regulations section b3) event date was reported to be asked but unknown. Section d) other medical products in use during the event include: product ID: 8801075, lot number: 2405681. H3, h6) the spheres have not returned to the manufacturer for analysis. Codes b17, c20, and d15 are applicable.  Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.